Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump error alarm stated power supply test failed during self-test. The blood glucose at the time of the incident was unknown. The customer stated that alarm was cleared and self-test was performed again, alarm occurred again and not resolved. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 75 alarm or unexpected no delivery/occlusion anomaly noted during testing. Unit functioning properly.